Event description:
It was reported by the clinician that the catheter was being placed in the pt's internal jugular. The sheath would not peel properly. The device then required intervention to appropriately split. Add'l info rec'd by the sales rep on 12/21/2009 stated the sheath had to be cut, and the catheter was inserted successfully. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.